Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm hp 100 box 1200 us has been found experiencing inability to prime during use. The following has been provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin will not come through the needles. Also reported needles bend at patient end during injection. Samples were discarded. Lot # 9009560, product # 320555, exp 01-31-2024, incident date unknown, occurrence unknown.

Manufacturer narrative:
H.6 investigation summary: a complaint history check was performed, and this is the 1st related complaint for needle clog & needle bending during use pe on lot # 9009560. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm hp 100 box 1200 us has been found experiencing inability to prime during use. The following has been provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin will not come through the needles. Also reported needles bend at patient end during injection. Samples were discarded. Lot # 9009560. Product # 320555. Exp 01-31-2024. Incident date unknown. Occurrence unknown.